Event description:
The customer reported to olympus that while using the colonovideoscope had impaired air insufflation. The issue was found during examination where the valve had already been replaced. It was reported that the problem only occurs with air. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found white foreign material in the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a crack on scope cover, water tightness was lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to damage on bending tube, bending angle in up direction exceeds the standard value. Plastic distal end cover had a crack. Connecting tube had a buckling. Water supply connector of light guide connector was loose. The universal cord had coating peeling. Video cable had a buckling. Electrical contact of video connector was shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrected information. Corrected information: title added to e1. Additional information: manufacturing date added was to h4. During investigation, a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. During device investigation, it was confirmed that the auxiliary water channel was clogged with adhered material. The type of material was not identified. The investigation determined that the leakage at the scope connector cover may have made the foreign material more difficult to remove. However, the root cause of the issue was not definitely confirmed. Olympus will continue to monitor field performance for this device.